Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information requested.

Event description:
The customer reported the power supply failed. No patient harm was reported.

Manufacturer narrative:
Become aware date: 1/16/2017. The field service engineer (fse) was able to duplicate the reported problem. The fse has ordered the power supply for replacement to resolve this issue.